Event description:
Same case as MFR #: 2134265-2012-01252 and 2134265-2012-01251. (B)(4) clinical trial. It was reported that following a stenting treatment procedure, the patient experienced restenosis. In (B)(6) 2011, the patient presented with chest pressure. Cardiac catheterization revealed 95% stenosis at the margin 95% distal stenosis at the margin of stented segment with timi grade 3 flow. (B)(6) report notes 71.09% stenosis of the mid rca with in-stent restenosis. The 95% stenosis in the mid rca was pre-dilated with 2.50 x 15 mm non-bsc balloon with 2 inflations at 14 atm, and placement of a 3.00 x 28 mm promus element plus drug eluting stent deployed at a pressure of 16 atm. Post dilatation was performed using a 3.5 x 20 mm nc quantum balloon with 5 inflations at a pressure of 18 atm reducing the stenosis to 0%. The in-stent restenosis of the study stent in the proximal rca was treated with balloon angioplasty by using 3.50 x 20 mm nc quantum apex rx balloon. The follow day the event was considered as resolved without residual effects and the subject was discharged on the aspirin and clopidogrel. In (B)(6) 2012, the subject presented with intermittent chest pain and the troponin value was 0.36. Cardiac catheterization revealed 99% restenosis at the site of previously deployed study stent at the ostium, 50% mid restenosis. However, the (B)(6) report notes 85.23% stenosis of the mid rca (cass site #2) with isr pattern 1c. "Additional stents deployed between baseline procedure and this clinical event. Measurements for proximal and distal edges not provided as they fall in non-study stents." The 99% in-stent restenosis of previously placed study stent in the proximal rca was pre-dilated with 2.50 x 15 mm non-bsc balloon (14 atm) and placement of 3.00 x 18mm non-bsc drug eluting stent deployed at a pressure of 16 atm. Following post dilatation, residual stenosis was 0%. The 50% in-stent restenosis of previously placed study stent in mid rca was treated with balloon angioplasty by using 3.25 x 15 mm non-bsc balloon. The following day the event was considered resolved without residual effects and the subject was discharged on the aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).